Event description:
It was reported that during a lead management procedure to remove two leads (ra and rv), a tear to the innominate/svc junction occurred. Reportedly, the glidelight laser sheath was used to advance down the rv lead all the way into the ra, when the device kinked. The catheter was then withdrawn to the innominate vein, which resulted in a significant drop in blood pressure. A bridge occlusion balloon was deployed, which stabilized the patient. A sternotomy was then performed to successfully repair the injury with a patch.